Manufacturer narrative:
Concomitant medical products: p/n 00875201336 l/n 63103504, p/n 00875705801 l/n 62234163; p/n 51-117130, l/n 3786591; biolox delta head p/n 650-0662 l/n 2015090708. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Sterilized devices manufactured or distributed by legacy zimmer were sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02203.

Event description:
It is reported that the patient was experiencing pain and swelling post op from a hip procedure. Subsequently, the patient underwent a revision procedure three months post op where the hip was washed out due to infection. No other adverse events were reported.